Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the camber tube has cracked causing the insert to fall out causing the wheel to fall off.